Event description:
The pt underwent bronchoscopy under general anesthesia and had spray cryotherapy delivered to the left lower lobe lobular opening and then to the left upper lobe. After the first spray in the left upper lobe had been completed it was noted that the pt was experiencing bradycardia in addition to a moderate desaturation. Additionally she was noted to have elevated st segments on the operating room heart EKG. She was supported with continued ventilation without dose repeat and monitored. The physician indicated that at this time he noted a lack of a peripheral pulse and began chest compression even though the pt continued to have noted electrical conduction as evidenced by her EKG. The heart rate descended to the mid to upper 30 beats per minute but only stayed that low for a few short seconds. Anesthesia was noted to give atropine and the heart rate rose along with bp. The pt was discharged on (B)(6) 2014 in stable/good condition.

Manufacturer narrative:
The logs from the system were obtained and reviewed. Based on the console logs from (B)(4) 2014, the procedure started at 5:15:18 pm (est) with a 13.8 second spray. It was followed by a 30.6 seconds defrost at 5:15:42 pm. A second spray of 25.0 seconds was given at 5:17:44 pm followed by a third spray of 24.4 seconds at 5:20:41 pm. A 30.6 seconds defrost was performed at 5:21:34 pm. No further treatment was performed after the third spray. The procedure was performed using the "normal flow" setting. The site did not report that they had any issues with the console during the procedure. Review of the logs also showed that the unit successfully passed bit testing (automated testing performed at the start-up of the system) before the procedure. There were no error codes reported between the times that the spray kit's rfid was scanned and the end of the procedure. There were no other issues seen in the logs during the procedure. The pressure readings during the procedure were within the expected tolerance range for the tuned pressure. The console pressure is tuned to achieve a cooling performance within a specified range. Thus, the pressure readings during the procedure indicate that the console was operating within specification.